Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient experienced unknown issue. The iol was explanted and exchanged for a same model and a 17.5 diopter company lens following the initial implant procedure. Additional information has been requested and received stating that the even with refraction post exchange the patient was very dissatisfied with the quality of his vision which was due to the nature of having a diffractive multifocal iol . Performed another exchange and put in a light adjustable lens. From post operative day 1, the patient was happier even before we did any adjustments. Also, the patient could not adjust to a multifocal.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).